Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was a torn response button cable. The root cause for the damaged response button was excessive force. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 5/18/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor's response buttons were non-functional.